Manufacturer narrative:
(B)(4). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The instructions for use provide the following warning among others: ¿adverse events that may occur and / or require intervention include, but are not limited to: aneurysm enlargement, endoleak¿. Gore excluder aaa endoprosthesis (lot#: 12390450) (B)(4). Additional devices implanted on (B)(6) 2014: gore excluder aaa endoprosthesis pxc141400 (lot#: 12415022).

Event description:
On (B)(6) 2014, a patient underwent the placement of gore excluder aaa endoprosthesis for abdominal aortic aneurysm. It was reported that the patient experienced a type ii endoleak on (B)(6) 2015. No treatment was required.